Manufacturer narrative:
The following fields were previously blank and are now answered. Section a2 - patient's age was added. Section g4 other was selected and uf/importer report #0505030000-2019-8004 was added to the other field box..

Manufacturer narrative:
A lot number was not provided by the customer therefore a device history record review cannot be performed. One sample was received outside of the original package. The sample was visually and functionally inspected. During the functional inspection a leak was detected between the connection of the tubing line and the cross-spike connector. The reported condition has been confirmed. Formal corrective/preventative actions (CAPA) are being taken to address the root cause and corrective actions plan for the reported condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reports that the kangaroo pump set was leaking water from the bottom hub onto the floor. This was connected to the patient and the water flush leak was discovered. The rn found water on the floor, and saw that it was dripping from the tube feeding tubing and sequestered it. No patient harm.